Manufacturer narrative:
Tubing was functional. Cylinder was functional. Cylinder was a wear leak.

Event description:
Additional info received on 10/01/96 indicates the cylinders were removed from the pt and replaced on 9/06/96.